Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. Returned therapy cable failed weight test due to pre-shock gel deployment. Therapy cable passed all safety and performance test. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Customer care received a call from rn (B)(6) hospital emergency room to report that the patient had received a therapy shock. The patient does not recall what they were doing at that time and the patient's caregiver called in for an ambulance. The rn further reported that gel has been released. The nurse further reported that the patient is stable, alert, and oriented. There was no serious injury reported. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. The wcd detected a shock-able rhythm. However, an undiverted shock to a conscious patient could result in serious injury.